Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the carousel drawers had been inaccessible. A field service engineer (fse) had opened the back of the cubex unit and inspected it. The fse had pulled drawer out after turning off the cubex, opened the drawer, and removed the pie drawer. The fse had cleaned all the rollers and removed all trash from the bottom. The same procedure had been performed on drawer. The drawers had then been reassembled and placed back in position. The fse had turned off and removed drawer and found that the motor brace had moved out of place, causing the motor on the right side to become misaligned and preventing it from functioning correctly. The fse had repositioned the metal brace had replaced the missing clip, turned off the cubex, removed drawer again, and installed the clip. The cubex was then turned back on and logged in to verify functionality through the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ 4000, user was unable to access carousel drawers. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.